Manufacturer narrative:
Terumo received the actual device and visual inspection confirmed the complaint. This pouch contained a form used in the production area. The production manager investigate the incident, spoke to the assembly team, and performed training on this issue. The device history record did not indicate any production related problems. All available info has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during set-up, there was a pouch inside the pack that had the work order, the pack, and quantity; thus they feel it compromised sterility. There was no pt involvement, the product was changed out and the surgery was completed successfully.